Event description:
The olympus (okr) field service engineer was informed that the customer evis lucera duodeno-videoscope was returned for service/repair for a reported ¿elevator forceps was broken¿ during an unspecified event. Upon inspecting and testing, the inside the light guide lens was stained/dirty due to a gap. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the forceps angulation was out of specification due to a broken/elevator wire. Additionally, the inside of the light guide lens was stained/dirty due to a gap. The angulation in the up direction is out of standards due to worn of angle-wire. The gap of up/down knob is out of standards due to worn of angle-wire. The suction quantity is out of standards due to damage of channel tube. Liquid leaks due to perforation of channel tube. There is a crease at the connecting tube and at the universal code. The scope cover is deformed. The electrical connector is corroded and there are dents and scratches on distal end . The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reportable malfunction was cause by humidity which invaded light guide lens from leakage. User can detect the suggested event properly by handling the device in accordance with the following instructions for use which state: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use which state: "warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Precautions warning: be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions." Olympus will continue to monitor field performance for this device.